Manufacturer narrative:
Additional information was added to h3, h6, h10: h10: the customer returned a sample with product code 5c4483 for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing include leak, clear passage, and clamp function testing were performed with no issues noted. Integrity testing was performed and there were no issues connecting or disconnecting between the patient adapter and in lab titanium adapter. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the catheter connector (patient connector) of a peritoneal dialysis (pd) transfer set ¿came apart¿ from the titanium adapter. This occurred when the patient lifted their shirt to give themselves insulin treatment. The transfer set was replaced. The patient was given prophylactic antibiotics as precautionary measure. There was no patient injury or medical intervention associated with this event. No additional information is available.